Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the nurse call is intermittent from the outside button on the siderail. No patient impact.